Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used q-syte unit without packaging. Through the visual examination, the q-syte top disk of the septum was separated and pushed into the top body (polycarbonate). There were minimal traces of dried media present on the q-syte. Residual septum material and adhesive deposits were observed on the rim of the top body (polycarbonate) and the top disk of the q-syte unit which is indicative of a sufficient bond at time of manufacture. There were indications of stress observed to the top disk. The defect of the septum being pushed into the adapter was confirmed. Although we confirmed the reported issue, we are unable to determine a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd q-syte luer access split septum has been found with the septum unglued during use. The following has been provided by the initial reporter: during the usage of q-syte, the septum fell off and depressed into the adapter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd q-syte luer access split septum has been found with the septum unglued during use. The following has been provided by the initial reporter: during the usage of q-syte, the septum fell off and depressed into the adapter.